Event description:
On (B)(6) 2009 - original surgery for acdf (anterior cervical disectomy fusion) in which alphatec trestle plating system along with competitive products were implanted. On (B)(6) 2010 - patient returns to or for revision surgery due to nonunion (pseudo) and to remove broken hardware. Two 4.0 x 14mm variable angle self tapping screws had broken in the c4 location. The top portion was removed leaving the threaded shaft anchored in the patient. The surgeon removed both the existing trestle plating system and competitive products, and replaced with a complete alphatec system.

Manufacturer narrative:
Evaluation not possible. The suspect device has not been returned. The lot numbers of the two fractured variable angle self tapping screws has not been provided. There has been one other occurrence of this nature reported, ref MDR# 2027467-2010-00010. The same surgeon was involved in both cases. Upon the receipt of additional information, a follow-up MDR will be submitted.